Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). A philips field service engineer (fse) evaluated the device and could not confirm the issue. It was not possible to collect the log file referring to the date of the reported event, due to technical limitations of the equipment. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp70 indicating the device had an error code and took a 20-second pause but did not show the expected alarm on the monitor or telemetry center. It only gave a yellow alarm for average blood pressure, not for heart rate. The device was in use at the time of the event. No adverse event occurred.